Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module had an alleged over infusion. Need for event log analysis. There was patient involvement but unknown harm.

Manufacturer narrative:
Additional information: imdrf annex a,b,g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone.

Event description:
It was reported that the pump module had an alleged over infusion. Need for event log analysis. There was patient involvement but unknown harm.